Event description:
No additional event information available.

Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). On april 15, 2019, it was reported that the cable insulation was broken. The customer returned an electric dermatome device, serial number (B)(4), for evaluation. The device history record (DHR) review noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has not previously repaired/evaluated electric dermatome serial number (B)(4) as documented in the repair reports in livelink. Product review of the electric dermatome by zimmer biomet australia on (B)(6) 2019 revealed that the cable was damaged; damage is consistent with a cut. The customer did not return a power supply for evaluation. Product review of the electric dermatome by zimmer biomet taiwan on (B)(6) 2019 revealed that the calibration was out of specifications at the 0, 10, and 20 settings. The motor speed was within specifications and the control bar was in the correct position. Repair of the electric dermatome was performed by zimmer biomet taiwan on april 26, 2019 which included replacement of the motor, switch, bearings, o-ring, seal, reciprocating arm, external e-ring, screws, and power cord assembly. Electric dermatome, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during the product review by zimmer biomet australia it was noted that the cable was damaged and the damage was consistent with a cut. The root cause of the reported event could not be specifically determined with the information that was provided. During the product review by zimmer biomet australia it was noted that the cable was damaged and the damage was consistent with a cut. It is unknown with the information that was provided how this occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet. Once the product is returned and the investigation is complete, a follow up/final report will be submitted.

Event description:
It was reported that the cable insulation was broken. Event occurred during decontamination or sterile processing. No harm, no delay reported and alternative device was available for use. No adverse events were reported as a result of this malfunction.